Manufacturer narrative:
(B)(4).

Event description:
The customer reports the perm cath inserted by doctor (B)(6) about 1.5 weeks ago and the hub needed replaced due to it being cracked. Staff stated hubs were fine upon discharge of patient. Patient noticed the crack at home and returned for a repair kit to be placed by doctor (B)(6).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the perm cath inserted by dr. (B)(6) about 1.5 weeks ago and the hub needed replaced due to it being cracked. Staff stated hubs were fine upon discharge of patient. Patient noticed the crack at home and returned for a repair kit to be placed by dr. (B)(6).